Event description:
Additional information was received that clarified that the patient was dependent on temporary pacing during the procedure only. Following the procedure, a permanent pacemaker was not implanted. Additionally, it was confirmed that a non-medtronic valve was implanted in the patient and the procedure was not completely aborted. Per the physician, the dislodgement potentially contributed to the complete heart block (chb). A pre-implant balloon aortic valvuloplasty (bav) was not performed prior to the attempted implant of the valve. In terms of patient anatomy, a small amount of calcium on the leaflets and a septal bulge were observed via. Transesophageal echocardiogram (tee) during the procedure that contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was -3 millimeter¿s (mm). A non-med tronic guidewire was used during the implant procedure. The procedure was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: continuation of d10: product: non-medtronic safari guidewire; product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; serial number (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evolutfx-2329; product lot 0011433970; product type: 0195-heart valves. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve via vascular access in the left femoral artery, the valve was deployed and recaptured into the delivery catheter system three times. During each deployment attempt, the valve dislodged up into the aorta, and would not anchor in the annulus. The patient was becoming more unstable with each attempt. It took several minutes for the patient¿s blood pressure to return to 100 systolic after each deployment attempt. The patient then went into complete heart block (chb) and was pacer dependent. Medication was provided to support the patient¿s blood pressure. Subsequently, the physician decided to abort the procedure. No adverse patient effects were reported.